Manufacturer narrative:
(B)(4). Batch # t5cj0a. Investigation summary the analysis results found that one pse45a device was returned with the anvil bent upwards and with an ecr45g reload loaded on the device. The reload was received fully fired. Furthermore the anvil knife slot was noted to be damaged. No functional test was performed due the condition. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during the endoscopic radical resection of rectal cancer , could not fire. After removed the device from the patient and noted that the deck of reload was upwarp. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.